Event description:
Customer reported that the unit has an error code message of data acquisition (da) pcba adc reference failed. Per customer, the error code message was found in the significant log on (B)(6) 2017. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.